Event description:
It was reported that the ventilator turned off during ventilation. Evaluation of logs revealed that a technical error code indicating disabled valves was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator turned off during ventilation. Evaluation of logs revealed that a technical error code indicating disabled valves was generated. The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event of ventilator shutdown. According to provided information the device passed pre-use check. The ventilator was allowed to run on test lung for several days and unable to duplicate the error. Service manual indicates 4 possible circuit boards that could be the cause. Unable to determine which one because the error could not be duplicated. Field service engineer suggested replacement of each board, as a precautionary measure. Customer has decided not to repair the ventilator and was put out of service.